Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 45 units. Reportedly, the cartridge was filled with 240 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer resumed insulin therapy to address the issue.